Event description:
Per the clinic, the patient experienced a magnet dislodgement and developed an infection at the implant site. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.